Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that only the main coil was returned for this complaint. The main coil returned was found kinked and stretched. No more damages were found in the device. Microscopic inspection of main coil revealed that both zap tips were inspected, and no damages were found. Dimensional inspection of the main coil revealed the components were within specification except the number of fiber bundles, which were only 1 out of 25. The fiber bundles were lost due to the stretching condition.

Event description:
Reportable based on device analysis completed on 08jul2021. It was reported that the coil could not be delivered at halfway and sheath could not be pushed. The target lesion was located in the gastric artery. A 5mm/5.5mm vortx - 18 was selected for use. During the procedure, the coil could not be delivered at halfway, and the physician could not push sheath after many attempts. The device was simply pulled out and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure however, device analysis revealed that there were missing fiber bundles.